Event description:
It was reported that the insulin pump alarmed weak battery. No further information provided.

Manufacturer narrative:
Blank display due to corroded battery tube. Unable to verify weak battery alarm due to blank display anomaly. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, and minor scratched display window.